Event description:
Procedure: CABG. According to the reporter: the clips did not close correctly. The clips also detached from the jaws, closed distally and fell in the pt's cavity. These clips were removed with grasping pincers. Tissue was torn when they removed the clips that were not correctly closed on the vein. The trapped tissue had to be cut. Some of the clips, as they were loaded in the jaws, twisted and prevented the closure of the jaws.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)